Event description:
Report received of an overdelivery. "The device was programmed to deliver dopamine at a rate of 0.5ml/hour during 3 hours, but the device finished delivering the infusion in an hour." The international affiliate was contacted for additional information. The pump was programmed on the primary line to delivery dopamine, 21mg/12ml concentration, at a rate of 0.5ml/hr. The overdelivery of the dopamine was rpeortedly discovered when the pump alarmed at the completion of the delivery. The customer reported that the patient did not experience any adverse effects, and no medical intervention was provided. Though requested, there was no further information available.